Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to oversensing when an asymptomatic, dependent patient presented in the operating room for an unrelated prophylactic device changeout on (B)(6) 2017. An insulation abrasion caused by lead to can abrasion was noted during the procedure. The patient was stable before, during and after the procedure.